Event description:
It was reported that during surgery, a flexible drill was found to be in poor condition and was replaced with a backup instrument. The black silicone sleeve is completely torn (and removed) and the inner spring is stretched the issue was identified intra-operatively when the surgeon noted the condition of the drill and requested a replacement; a backup was used without delay. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.